Event description:
The pt was injected with radiesse into cheeks by dr (B)(6). She experienced immediate swelling and by next day, her left cheek became blue. She has blisters that are peeling and skin falling off. She stated she does not know if there is an infection in the area; she is taking antibiotics. She states she will be seeing a plastic surgeon, name not provided. On (B)(6) 2013, the pt stated she has been seeing a plastic surgeon; name not provided. Her skin on left cheek and forehead is "sloughing off, two layers now." There is a small necrotic area still remaining by her left nasolabial fold. Her plastic surgeon had been treating her for vascular occlusion, necrosis and infection with nitropaste, procardia, medrol dose pack and antibiotics.

Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unk. The pt is scheduled to see the plastic surgeon for additional three weeks.